Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced a hypoglycemic event and was hospitalized. They disconnected the customer from the insulin pump and gave them insulin via a machine. Customer's blood glucose level was 28 mg/dl. They were hospitalized again due to a hyperglycemic event. Customer's blood glucose level was 364 mg/dl. The customer's blood glucose level did not go down after bolusing with the insulin pump. The customer changed the infusion set several times and the issue persisted. During the fill tubing process, only two drops fell when the 5 units were finished. The device was not returned.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with a scratched case.